Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Philip had a pcu8015 sn (B)(4) with a note attached stated "system error." He tested by connecting a pump and ran basic infusion. Nothing happen, philip was not able to reproduce any alarm or error. The user did not send the pump with the pcu. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I asked philip and he confirmed no patient involvement with this pcu. He just saw the unit in his biomed shop with the note. I told philip it could be the attached module the caused the "system error". But the module was not provided. Because philip could not find any issue with the pcu when he tested it, I recommended him to complete pm on the pcu and put it back in circulation.